Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion and the device meets expected longevity. Performance data was also collected from the device and analyzed. This analysis revealed that the battery voltage data in file (B)(4). Shows the battery equal to 2.717 volts on (B)(4) 2012. Ageing timestamp date on (B)(4) 2012, device is before rrt.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion and the device meets expected longevity.